Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump had a constant tone for the past several hours. The customer stated that the device counts up to 2, and then the constant tone reoccurred. The alarm could not be cleared and appeared that the display was frozen. Advised the customer to remove the battery for a few hours to resolve the issue. Instructed the customer to revert to back up plan until the replacement of the insulin pump arrives. No further info was provided.